Manufacturer narrative:
The patient was born on an unspecified date in (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of peritonitis was reported to be due to poor environment or source of water. It was reported that the patient was hospitalized on the same day as the onset. The patient was treated with unspecified antibiotics (doses, routes and frequencies not reported) for peritonitis which were discontinued five days after the onset. At the time of this report, the patient has not recovered from the event. Five days after the onset, pd therapy was discontinued and patient was transferred to hemodialysis. No additional information was provided as the reporter declined follow up.